Event description:
After reviewing post-op xrays, the surgeon realized the glenosphere was not fully seated in the metaglene. Patient was revised later the same day.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.